Event description:
The reporter stated that there were brown spots observed in the putty, it looks as though someone had opened it and touched it. The doctor reported that the product was received approx 3 weeks ago, both the outer package and inner container seal were intact; the product was 'dimpled' and brown spots were visible. It was stated that the product was stored in an office cabinet between 69-75 degrees f. There was no adverse pt event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.